Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was unable to reproduce the reported issue. The fse cleaned the fo connector, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. Repair was completed, and the iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated several "gas loss in iab" alarms. After a new autofill procedure, the therapy was resumed. Later on that afternoon there was no invasive blood pressure (ibp) trace with the fiber optic (fo) catheter. The customer tried to re-calibrate the fo catheter, but still no ibp trace. No patient harm, serious injury or adverse event was reported.